Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not enough in the cabinet. A technical support specialist remoted in and found that the medication was in stock and showing on the patient list. It was determined that the medication needed to be requested by rx verify, which may have been causing the issue. The pharmacy was informed of this, or it was noted that the nurse who was logged in might not have permission to issue controlled substances. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medications were not enough in the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication oxycodone/apap 5-325mg tab 02 06 to the patient. There were no delay or adverse events or injuries reported based on this event.